Event description:
Patient with ulna fracture was implanted on (B)(6) 2012 with lcp reconstruction plate and screw. Patient was discovered to have a non-union on an unknown date. Patient was returned to the operating room on (B)(6) 2012, hardware was removed, patient was revised to 3.5mm lcp plate and screw. This is 1 of 7 reports.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.